Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient was revised to address a periprosthetic fracture. Doi (B)(6) 2013; dor (B)(6) 2013 (right hip). Update (B)(4) 2013- medical records and x-rays were received. Update (B)(4) 2013- patient name has been changed to (B)(6) per rep. The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. D. Medical records, including x-rays were obtained and examined. It was noted that this patient has fallen on more than one occasion. There is no evidence, within the information provided, suggesting failure of the device. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address a periprosthetic fracture.